Manufacturer narrative:
During quality investigation the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed a damaged motor drive shaft and other component parts. The damaged motor was identified as the probable cause of the failure. Preventive maintenance was done on the bearings and the damaged parts were replaced; the device was repaired and returned to the customer.

Event description:
A stryker core impaction was sent in for repair because it heated up during a wisdom teeth extraction. No adverse event was associated with the device. Another device was used to complete the procedure without any procedure delay.